Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacture representative regarding a patient who was implanted with an implantable n eurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when using right lead. Patient has an interstim battery implant on right side. Patient report this battery is depleted and requires replacement. When using r lead (leads placed ou tside of epidural space), patient reports pinching sensation at her interstim battery site. To address pinching on right side - right lead was not used in programming. Cause was not determined. Patient denies falls or trauma to battery and lead site. Reprogramming completed using electrodes with lowest impedance value and using left lead only. Patient able to adjust intensity to her desired preference after reprogramming. Issue resolved. Information confirmed with provider.